Event description:
It was not possible to calibrate the sensor post procedure. An x-ray image from the implant showed the sensor was rotated such that the coil was pointing in the direction of the patient's left axillary area. Attempts were made with multiple positions on the hospital electronic system (hes) antenna without success. Physiological waveforms had low signal strength of only 20% to 30%, and calibration could not proceed due to hes limitations. Adjusting search pressure, changing the patient breath pattern and positiong, and placing the hes antenna anteriorly also did not resolve the issue. Further troubleshooting took place on august 12, 2022. After 45 minutes, it was not possible to get a sensor signal over 20%. Another attempt on august 15, 2022 was similarly unsuccessful.

Manufacturer narrative:
Corrected data.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.